Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug at an unknown dose and concentration via an implantable infusion pump for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was having withdrawal symptoms due to a pump motor stall that had not recovered on (B)(6) 2016. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. As diagnostics/troubleshooting, the patient's pump was read by the hospital pain staff which showed the motor stall since (B)(6) 2016. Patient was in the hospital receiving narcotics via a pca pump and orally. The managing physician planned to replace the pump soon but had no date scheduled yet. The issue was not resolved at the time of this report and the patient's status was "alive-with injury".

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturing representative. The print report showed: motor stall occurred on (B)(6) 2016 at 06:04 with recovery on (B)(6) 2016 at 08:51 motor stall occurred on (B)(6) 2016 at 09:15 stopped pump period may exceed tube set on (B)(6) 2016 at 09:15.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information was received from an hcp via a manufacturer¿s representative on 2016-dec-16. The drug information for the pump at the time of the event was provided: clonidine [300 mcg/ml] at a dose of 167.26 mcg/day, bupivacaine [7.3 mg/ml] at a dose of 4.07 mg/day, and morphine [12 mg/ml] at a dose of 6.690 mg/day. It was reported that a motor stall was seen at initial interrogation and in the event log and the patient did not recently have an MRI. The event log also showed the message ¿stopped pump period may exceed tube set.¿ the logs revealed a ¿short stall¿ on (B)(6) 2016 at 6:04 am and recovery at 8:51 am and the patient did not have an MRI that date. Current hard stall occurred in logs on (B)(6) 2016 at 9:15 with tube set error two days later. The patient reported hearing the alarm sound ¿a couple weeks ago¿ but he never notified anyone and he started hearing the pump alarm every 20 minutes on (B)(6) 2016 and went through withdrawals on that date as well. The pump was explanted (B)(6) 2016 and will be sent back. The patient had symptoms of withdrawal and had been hospitalized for fivedays until the replacement surgery. The dose for the patient was cut in half at the replacement surgery as he had been without intrathecal dose for four days or so. It was also noted that there was a volume discrepancy at a refill on (B)(6) 2016 where they got back more than expected of ¿30%¿ more than expected, per the patient. It was indicated this information could not be confirmed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.